Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
It was later reported that the pump rotor moved correctly. The patient had an open skin lesion in the spot of needle insertion for catheter access port (cap) access, so the dye study was not performed. Pump logs were normal.

Event description:
On (B)(6) 2015 it was reported that the expected volume was 0 ml and the actual volume was 5 ml. The cause of the discrepancy was unknown. Per the patient¿s wife, when they refill the pump the expected volume is 0 ml and the doctor withdraws 5-7 ml. No actions had been taken. Per the patient¿s wife, this had been the ¿norm¿ and they just ¿go with it¿ and they prefer not to have surgery to determine the cause. The patient had no symptoms or complications associated with the event. The patient status was reported as ¿alive-no injury¿.

Event description:
The following information was previously reported under manufacturer report # 3007566237-2014-02692: [it was reported that the physician expected about 2ml back from the pump but got back about 8mls.] All additional information regarding this event will now be reported under this manufacturer report # (3004209178-2014-17596). It was later reported that the previously reported expected reservoir volume (erv) of 8ml and actual reservoir volume (arv) of 3ml was incorrectly reported. The erv was 3ml and the arv was 8ml.

Event description:
It was reported that a volume discrepancy occurred. The expected volume was 8ml while the actual volume was found to be 3ml; however, it was also reported the expected had been 3ml while the actual was 8ml. Additional follow up to confirm which is accurate has been requested, but was not available as of the date of this report. This was not the first refill to occur with the device following any procedures. The cause for the discrepancy was unknown. It was noted the health care provider (hcp) insinuated that there had been several discrepancies as well; however, they didn¿t specify when it occurred or if it had been for every refill. A catheter and rotor study were to be done on (B)(6) 2014. No actions were required as a result of the event. It was unknown if there were any patient symptoms or complications associated with the event. The patient¿s status at the time of report was unable to be obtained. The device system was used to deliver dilaudid and fentanyl. The outcome of the diagnostics and if any interventions were taken as a result were not provided. Additional information has been requested, but was not available as of the date of this report. A follow-up report will be submitted if additional information is received.

Manufacturer narrative:
(B)(4).